Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: unknown if the device is available for return. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? Was leakage detected? If so, where? Was another product used? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Did the drain fulfill it¿s required function prior to breaking? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and a drain was used. They had a drain problem. The device was implanted in patient on (B)(6) 2024 and was removed on (B)(6) 2024 and drain broke when being removed. Patient had to go back for surgery to remove part of drain on same day, to have broken piece removed. Patient was not harmed, as they were able to remove full broken piece. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: a2, a3, a4, b7. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Robotic converted to open appendectomy, open sigmoid colectomy, hartmann closure of rectal stump, end descending colon colostomy. Were there any intra-operative complications? If so, what were they? No. Where was the tip of drainage tube located? Pelvis. How was the drain secured? Nylon suture. What was the date of first activation? (B)(6) 2024. How was the product function verified following the first activation? Who monitored the drainage and how often? Monitored by nursing staff, frequency not known. Was leakage detected? If so, where? None known. Was another product used? No. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure 85y/o male, 84.1kg, bmi 26.61. The diagnosis and indication for the index surgical procedure? Sigmoid diverticulitis. Were any concomitant procedures performed? No. Did the drain fulfill it¿s required function prior to breaking? Yes. Other relevant patient history/concomitant medications? None. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status? Home. Surgeon¿s name? (B)(6). Product lot number? Not available. If applicable, will product be returned? If so, please provide the return date and tracking information. Drain is available for inspection at hospital. It will not be shipped back. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.